Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis error where a nurse manually adding a patient or inventory gets a "taking too long" message. A technical support specialist (tss) verified the applied hotfixes, then proceeded to drop the database and recreate it. After completing these steps, a data sync was performed to the application server to ensure proper communication and functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that, when using the bd pyxis¿ medstation¿ es, the nurse attempted to manually add a patient or inventory, and a pop-up window appeared with an error message stating that it was taking too long and asking whether to restart. The customer stated that this malfunction had caused a delay in dispensing medication to patients. However, no adverse events or injuries were reported as a result of this incident.